Manufacturer narrative:
Date was reported as approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that extension were not returned as they were discarded. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 crts (B)(4) (rep): information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that whenever the patient moved their shoulder, the extensions would drag across their back area which was uncomfortable. It was unsure if this had been an issue for the patient since the implant of the ins or became an issue as the patient grew. On (B)(6) 2017 the patient underwent a revision where the ins was moved from the hip area to their chest. The existing extensions were also replaced with a shorter length model as they did not need the extra length ones the patient had. There were no further complications reported or anticipated.